Manufacturer narrative:
UDI -- (B)(4). The device was returned for evaluation. The product was tested in codman (B)(4) and it was reported that the transmitter head is totally damaged and the rod sticks. The issue was confirmed. The device was forwarded to our supplier: the investigation at the supplier detected that the complete transmitter was damaged. The complete transmitter has been replaced. The device will be returned to customer. A review of manufacturing records found the device met specification when released to stock. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device has been returned. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a vpv programmer is being sent in for repair for an inability to reprogram. Another was used to complete the procedure with a delay of one hour but no patient harm.